Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was an attempt to return the flexcath contour to the left atrium but was unsuccessful. The pulse select loop catheter appeared deformed. Additional pulses were delivered with the deformed catheter. Noise was also detected. When the pulse select catheter was withdrawn from the sheath, a thread-like object was also removed. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012897455 and data files were returned and analyzed. Image 1 returned from the field was reviewed. Image one showed the catheter, sheath and guidewire placed on the table. Image 2 showed a kinked spiral array and electrode rings displaced. And image 3 showed the sheath liner delaminated. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the nitinol wire was observed to be bent in the distal arm transition, electrode 3 was observed to be crushed/damaged, electrode 7 was observed to be displaced, the pebax tube was observed to be kinked, and a dent mark on the tip was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Electrical continuity testing revealed an open loop on electrodes 6 and 7. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter subcomponents. During inspection of the array segment, an electrode wire detachment to electrodes 6 and 7 was observed. In conclusion, the reported deformed catheter and foreign material issues were observed during data analysis. The catheter failed the returned product inspection due to a displaced electrode, a dent mark on the tip, a kinked pebax tube, a detached electrode wire to electrode, a bent nitinol wire in the distal arm transition, and crushed/deformed electrodes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.